Event description:
Patient received burn during electrotherapy. The clinician was applying 4 pole ifc. The patient received a burn about the size or smaller of <1cm.

Manufacturer narrative:
Awaiting device return and evaluation.